Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad and one resolute onyx des was implanted in the circumflex. Approximately 11 weeks post index procedure, patient suffered from nstemi. Event was treated with one resolute onyx des implanted in the lad and one resolute onyx des implanted in the circumflex. Investigator assessed that the event was not related to index device or antiplatelets medication. Sponsor assessed that the event was possibly related to antiplatelets medication and causally related to index device. Patient is recovering.

Manufacturer narrative:
The mi occurred in the target vessels. Cec assessed the revascularisations as both non target vessel revascs. The revascs were assessed as not involving the target lesion. The revasc was clinically driven and involved the proximal lad and 1st obtuse marginal. Revasc qca gt= 50% ds and clinical symptoms and/ or positive fs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed mi as no event and commented that the patient suffered heart failure, no enzymes available for the event. The cec adjudicated the event date as the (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient is recovered. If information is provided in the future, a supplemental report will be issued.